Manufacturer narrative:
It was reported that multihole cup was implanted, and the polys were unable to seat in the shell. Dr checked that the screws were not impeding seating. The shell was removed and replaced with redapt shell. The associated r3 multiple hole acetabular shell and two r3 acetabular liners, used in treatment, were returned and evaluated. A visual inspection of the products found the shell shows some bone cement still attached on the outer diameter of the device. Both liners show no obvious signs of damage. Dimensional inspection was performed on all critical locking features for the liners and shell. Both liners were within tolerance for locking features. However, deviations were observed on different features of the shell. The device failed to meet specifications. A relationship, if any, between the device and the reported incident is corroborated. Therefore, based on the quality investigation, corrective actions have been implemented to help eliminate this issue from recurrence. The root cause of the reported event was the manufacturing operator error. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated r3 multiple hole acetabular shell and two r3 acetabular liners were returned and evaluated. A visual inspection of the products found the shell shows some bone cement still attached on the outer diameter of the device. Both liners show no obvious signs of damage. Dimensional inspection was performed on all critical locking features for the liners and shell. Both liners were within tolerance for locking features. However, deviations were observed on different features of the shell. Therefore, a quality hold has been placed in an attempt to quarantine and re-inspect additional product for this failure mode. Corrective actions have been implemented to help eliminate this issue from recurrence. No further actions are being taken at this time. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Corrected data: b1, h1. Additional information: the event is been re-evaluated for MDR reporting. The information available states that the multihole shell was removed and replaced with a redapt shell, this is considered a medical intervention, therefore, it was determined that this case is reportable as a serious injury and not as a malfunction. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that multihole cup was implanted, and the polys was unable to seat in the shell. Dr checked that the screws were not impeding seating, the shell was removed and replaced with redapt shell. Delay greater than 30 min.